Event description:
An ophthalmologist reported that a pt experienced severe pain and was diagnosed with a round central corneal abscess with extensive peripheral stromal reaction, left eye, associated with wear of focus dailies toric contact lenses. Contamination typical for acanthamoeba was determined, and acanthamoeba was suspected due to the fact that the pt was swimming in a river while wearing contact lenses. No bacteriostatical investigation was conducted. Treatment consisted of collyrium corticoide. Retro-desmetical precipitates without hypopyon were reported after 1 month of evolution. Due to increase and pain, desomedine and zovirax (possibility of herpes) were prescribed. Improvement after 2 months treatment of desomedine. Visual acuity, left eye, noted as 10/10/ pre and post event.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." Evaluation of returned unopened complaint sample is underway. If any abnormality is found, a follow up report will be provided.